Manufacturer narrative:
The following functional tests were performed: the field service engineer (fse) went onsite to talk to the customer and to evaluate the device in question. The fse pulled and reviewed the log and audit trail log files and was unable to locate any audio issues. The customer rebooted the device before the fse was onsite which solved the reported issue. Based on the information available and the testing conducted, the cause of the reported problem remains unknown. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the patient information center ix indicating did not populate the hi and lo alarm tones consistently. The device was in use in a patient. There was no report of patient or user harm.